Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged two weeks post implant procedure and the helix issue was suspected. It was also reported that the patient experienced phrenic stimulation. The lead was revisited and remains in use. No further patient complications have been reported as a result of this event.